Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery with two proglide devices using the pre-close technique via a 6f sheath hole prior to an interventional endovascular aneursym repair (evar) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the evar procedure was completed. Reportedly post procedure, the knot of one suture was successfully advanced; however, upon knot advancement of the second suture, the suture broke. The suture of a new proglide device was attempted to be used in place of the broken suture, but a suture break occurred with this suture as well. Manual compression and the one successfully advanced proglide suture knot were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device with reported issue referenced in b5 is filed under a separate medwatch report number.na.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.